Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient age & weight not provided for reporting. Device malfunctioned intra-operatively and was not implanted / explanted complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: DHR review could not be conducted due the insufficient information¿s. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that the thread of a 4.0mm cannulated screw came off as it was being inserted into the bone. This happened during an open reduction internal fixation (orif) of an ankle on (B)(6) 2018. The surgeon was trying the torque feature on a new power drill when this occurred. Fragments were generated from the thread and some of the fragments were left behind in the patient. The surgery was successfully completed without any delay. No additional medical intervention was required to complete the procedure. This complaint involves one (1) device. (B)(4).